Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they had a lot of bleeding since the procedure on wednesday. The patient said they changed the dressing but they didn't like to do it because of the infection and it was not bloodstreaming, it was just getting on their sheets and on the sterile pad. Patient also said when they lay down it makes it bleed, they mentioned that was happening with the small incision. The patient mentioned they would have a nurse coming out tomorrow to check their incision. The patient mentioned that they were still having bowel problems and last night they had accidents all night. Patient increased stim to help with their symptoms. The patient was redirected to their healthcare provider to further address the issue.